Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 431 mg/dl at the time of incident and current blood glucose level was 437 mg/dl. The customer did provide details regarding symptoms such as feeling was ok. The customer was treated with insulin pen. Customer was using auto mode. Customer was not calling back to perform a high pressure test. Customer did allege insulin pump was under delivery. Customer was stop to troubleshoot. The product will not be returned for analysis.